Event description:
It was reported that during a total knee procedure the seal came apart and oil went into the knee. The oil was removed by flushing the joint until the doctor felt comfortable it was all removed. There was a 45-minute delay in the procedure. The patient is home recovering as normal; no adverse reactions reported.